Event description:
It was reported that three (3) small volume folfusors did not infuse at the expected time and were running 7-12 hours late. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The devices were filled with the drug fluorouracil (3.5g, 4.45g and 5g respectively) with diluent (45ml, 26ml and 15ml each) 0.9% sodium chloride (nacl) having a total volume of 115ml. The expected infusion time was 46 hours; however, the actual infusion time was between 48-50 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: update the device quantity to "seven (07)". H4: the lot was manufactured between 8 may 2025 and 9 may 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.